Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. A the probable cause of customer reported error is attributed to a faulty electrical component inside the iesu.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the integrated electrical surgical unit (iesu) having error c-83. Prior to the customer, contacting tse the customer had restarted the erbe twice without success. Tse reviewed the system logs and verified error c-82 and c-83. Tse guided the customer to power off the erbe, disconnect the power cord from the erbe, wait one minute, reconnect the power cord, and restart the erbe. The customer followed tse troubleshooting steps, but the errors returned after power up. The customer did not know if the erbe was connected to a dedicated power socket. Tse informed the customer that the erbe was not in a useable stated, and if there was a third part generator available. The customer with use the force triad. The procedure was completing as planned with no reported injury.